Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 343 mg/dl, 206 mg/dl, and 116 mg/dl when all tests were performed within 10 minutes on the advantage system. No other actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.